Event description:
It was reported that an unspecified quantity of small volume intermates leaked around the fill port. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The events occurred during unspecified dates, further described as "over the past few weeks". The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.